Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient was seen for follow at which time a suspected right atrial (ra) lead dislodgement was also noted. An x-ray was performed confirming ra dislodgement. The physician is currently considering revision to implant a new ra lead. No adverse patient effects were reported. This system remains in service.